Event description:
Related manufacturer reference number: 2017865-2022-21181. It was reported that a patient presented in-clinic. Prior examination of the patient's implantable cardioverter defibrillator system revealed infection, resulting in device pocket wound dehiscence and fever. Cultures were used to confirm the infection. The system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection found no malfunctions. The cause of infection could not be traced to the device.